Event description:
The problem, as reported to olympus, first occurred prior to a procedure. The intended procedure is unknown. The user facility confirmed that there was no patient impact or injury that occurred, associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the available information, the investigation determined that there was no problem with the subject device and the likely cause of the reported event was a dirty scope lens.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After the reporter turned off the blue setting and wiped the lens off with alcohol, the image was present and clear. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were not getting a scope image on the screen. It was also reported that when testing a second scope, an image was present but the image was blurry and black and white. There was no patient injury, associated with the problem, reported to olympus.